Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the log file spanned approximately 5 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 15:01 and 21:44, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1.9v and ~3.5v respectfully. This was due to a loss of ac power and is consistent with an ac cord disconnection. The alarms cleared on its own shortly after the controller was connected to batteries. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis. Per the additional information provided on 28dec21, the root cause for the reported event was determined to be user error by disconnecting the ac cord from the outlet. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device experienced no external power alarms. They stated it was due to the mobile power unit (mpu) accidentally coming unplugged from the wall. They were also proceeded by low voltage advisories. The log file captured low voltage hazard/no external power events on (B)(6) 2021 at 15:01 and again at 21:44 both while using the mpu. It appeared that the mpu lost total power enabling the emergency backup battery in the system controller until power was restored to the mpu. Each of these events lasted approximately 5 seconds each with no interruption to pump support. The mpu has a v-lock connector on the ac power cord.